Manufacturer narrative:
(B)(4). Information be provided later, a supplemental medwatch will be sent. Batch (B)(4). The device was received the upper jaw damage. Upon visual inspection under magnification it was noticed that one of the upper jaw teeth was bent. However the damage was not significant enough to prevent the device from cycling. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap hysterectomy, "replace instrument" was displayed when the actuation button was pressed to seal the target tissue for the second time during the operation. Although the power cable was reconnected, the generator was rebooted and the device was connected to other generator, the error message continued. The doctor commented that the device was not used on stiff tissue. Another device was used to complete the case. There were no adverse consequences to the patient.